Event description:
It was reported that the patient had been hospitalized. The patient's blood glucose level was 18.5 mmol/l (333 mg/dl) at lunchtime then "high" (>27.8 mmol/l,>500 mg/dl) for 5 hours while wearing the pod between 37 and 48 hours on the abdomen. The patient reported that the cannula of the pod was found to be bent, dislodged and leaking insulin. She was unaware of the hyperglycemia for 5 hours before giving herself 28 units of novorapid and had to call an ambulance. At the hospital, the patient was diagnosed with gastroenteritis and borderline diabetic ketoacidosis (dka) with ketones of 2.8 mmol/l. Symptoms reported include nausea, vomiting and a low-grade fever. As treatment, the patient was given insulin through IV, dextrose, saline and antibiotics (metrogyl 400mg). The patient was at the hospital for 5 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if the bent and dislodged cannula could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.